Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, white and brown particles, curved opening. A leak test was performed and found one opening. A microscopic analysis identified: a curved smooth opening on radius side in the same location of the crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.